Event description:
Reported via clinica study. It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2021 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 20 mm watchman flx device and deployed device diameter of 15.5 mm. The patient was discharged the next day on aspirin (81 mg/day) and rivaroxaban (20 mg /day). On (B)(6) 2025, 1569 days post index procedure, the patient presented to the to the emergency room (ER) with symptoms concerning for acute cerebral vascular accident (cva) versus tia. During ER visit, electrocardiogram (EKG) was performed which revealed no evidence of stemi or ischemia. On the same day, labs were performed with no hypoglycemia metabolic derangements. On physical examination, there was no focal neurological deficits, speech, motor and sensation were intact and able to ambulate with a steady gait. A computed tomography (CT) scan of the head was performed which revealed no acute intracranial abnormalities, hemorrhage or large territorial infarct. Neurology was consulted and recommended magnetic resonance imaging (MRI) to rule out acute or chronic infract. MRI showed no acute intracranial abnormality. The clinical site reported the event as a tia. The patient was on aspirin (81 mg /day) at the time of the event. Nih stroke scale (nihss) score was noted to be 0. The patient was started on clopidogrel (75 mg/day) in response to the event and was instructed to follow up with tia or stroke clinic as outpatient as well as to follow up with their primary care provider within 24-48 hours. The patient symptoms were fully resolved without deficit on (B)(6) 2025.